Event description:
The customer reported e177 occurred during service and maintenance involving an olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1 (B)(6). E1 - city (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.